Event description:
The customer observed a falsely decreased sodium result generated on an alinity c processing module for a patient. The following data was provided (normal range 136 to 145 mmol/l): sample ID (B)(6) sodium (na) initial result = 110.422 mmol/l, repeat on another instrument = 136.160 mmol/l, repeat result 12 days later on (B)(6) = 143.813 mmol/l and 143.855 mmol/l.

Manufacturer narrative:
The complaint investigation for falsely depressed sodium results included a search for similar complaints, and the review of the complaint text, trending data review, labeling review, and field service review. Return testing was not completed as returns were not available. A review of tracking and trending for the alinity c ict sample diluent did not identify any trends. The review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent was identified.corrected information from initial in b5 write up and, h6 a code.

Event description:
The customer observed a falsely elevated sodium result generated on an alinity c processing module for a patient. The following data was provided (normal range 136 to 145 mmol/l): sample ID (B)(6). Sodium (na) initial result = 110.422 mmol/l, repeat on another instrument = 136.160 mmol/l, repeat result 12 days later on ac03823 = 143.813 mmol/l and 143.855 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.